Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This device was explanted.

Manufacturer narrative:
This supplemental is being filed to update the b5 and h6 for required medication.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This device was explanted. Additional information indicated that the patient was treated with intravenous antibiotic.